Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
On (B)(6) 2023, the patient underwent chest radiogram to check that the PICC catheter was broken in vivo, and the specific location was unknown, so he was asked for urgent consultation in the department of vascular surgery and transferred to the department of vascular surgery for treatment. The broken catheter was removed under intervention on (B)(6) and the patient was transferred back to the department of oncology for further chemotherapy on (B)(6) and was discharged after treatment on (B)(6).